Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that multiple cartridge alarms occurred during the load sequence. A replacement pump was sent to the customer to resolve the issues. Customer¿s blood glucose level was 98 - 255 mg/dl.